Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer's current blood glucose value was 103 mg/dl. Customer was treated with bolus. Customer received a change sensor alert after a calibration not accepted. Customer reports they have not tried multiple sensors. Customer was advised to replace sensor. Troubleshooting was performed. The product was not returned for analysis.